Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned for evaluation. The footswitch was found to not be working properly. The cable was shorting out and had cuts in it. The cable was replaced and the device passed manufacturing specifications.

Event description:
It was reported that the foot pedal was activating without being pressed. There was no reported patient impact.